Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician a continu-flo solution set was found to have a leak from its check valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A visual inspection was performed with no issues noted. Functional testing and underwater leak testing identified a leak from the sonic welding on the check valve. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.